Event description:
Event description boston scientific received information that during an implant procedure, this pacemaker was opened in error. The device was then subjected to resterilization which was off label practice by the customer. During another implant procedure, the resterilized device was noted to be pacing at vvi 50ppm instead of the expected vdd 60ppm. The device was explanted and another device was successfully implanted.